Event description:
It was reported the device exhibited an error code. The pump was connected to a patient. Malfunction error on screen. The nurse couldn't remember the message. Continuous infusion rate: 2.0. Reservoir volume: 92ml. Given 87.35ml. Air detector was off. Upstream sensor was off. Lock level ll2. A cstd was used to fill cassette. The pump was not used to prime the extension tubing. Patient was not medically affected. No additional information. No patient injury. Device is not available for return.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.